Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced mild "worsening of urge incontinence" and the patient reported that she was "leaking at night, she has very little control, once urine starts to come out, she can't stop it." Medication was administered on (B)(6) 2015 and the event is considered ongoing. There were no further patient complications reported in relation to this event.